Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead showed intermittent atrial undersensing. At device classified termination of events atrial arrhythmia appears to continue undersensed. The ra lead remains in use. No patient complications have been reported as a result of this event.